Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult to remove (cds/sgc), positioning failure (leaflet grasping - clip not implanted), image resolution poor, or difficult to remove (anatomy). Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported positioning failure appears to be related to challenging patient anatomy (rv lead causing restriction of septal leaflet). The reported difficult to remove from anatomy and difficult cds removal through the sgc appear to be related to procedural conditions (tissue caught in clip during positioning attempts). A cause for the reported poor imaging could not be conclusively determined. The reported tissue injury is a cascading event of the difficult removal from anatomy. The reported patient effect of tissue injury, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5+ and a restricted septal leaflet. It was noted that imaging was difficult. The clip was inserted and grasping was performed. However, the leaflets were unable to be grasped. Therefore, the physician decided to remove the clip. Upon retracting the clip into the triclip steerable guide catheter (tsgc), the physician noted tension on the delivery system. The clip was observed fully closed and there was unable to enter the tsgc. It was then decided to remove both devices at the same time. Once removed, tissue was observed on the clip. There was no clinically significant delay in the procedure.